Event description:
The manufacturer received information alleging a ventilator was displaying an "oxygen regulation" alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module assembly was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was displaying an "oxygen regulation" alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module assembly was replaced to address the issue. The oxygen blending module subassembly was evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blending module subassembly functioned as designed and operated without issue or error codes.